Event description:
Survival flight programmed transport IV pump (sapphire) for amiodarone. Infusing into patient (pt) for approximately (approx) 10-15min and started to alarm "internal error" and the screen turned red. Pump patient (pt). Amiodarone programmed on another pump and infused without incident. Pump tagged for biomed/clinical engineering. Internal (B)(4).